Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted insulation webbing damage in the inner insulation approximately 120 to 135mm from the terminal pin. The damage was noted between the sense a and sense b, and sense a and hv lumens. Microscopic analysis indicates the damage was initiated by a localized compressive stress on the tubing surface, the poly insulation is somewhat flattened. Due to the location and type of damage this was likely caused by interaction with compression and movement between the electrode and the device can. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated during a follow-up visit. Premature battery depletion was suspected. The last interrogation was approximately five months ago. The device emits beep when the magnet was placed on it. Technical services recommended reset but to no effect. The patient was hospitalized, and the system was explanted and replaced. Additionally, the electrode was replaced due to dislodgement. The electrode was not in the correct place on the x-ray imaging. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated during a follow-up visit. Premature battery depletion was suspected. The last interrogation was approximately five months ago. The device emits beep when the magnet was placed on it. Technical services recommended reset but to no effect. The patient was hospitalized, and the system was explanted and replaced. Additionally, the electrode was replaced due to dislodgement. The electrode was not in the correct place on the x-ray imaging. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted insulation webbing damage in the inner insulation approximately 120 to 135mm from the terminal pin. The damage was noted between the sense a and sense b, and sense a and hv lumens. Microscopic analysis indicates the damage was initiated by a localized compressive stress on the tubing surface, the poly insulation is somewhat flattened. Due to the location and type of damage this was likely caused by interaction with compression and movement between the electrode and the device can. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated during a follow-up visit. Premature battery depletion was suspected. The last interrogation was approximately five months ago. The device emits beep when the magnet was placed on it. Technical services recommended reset but to no effect. The patient was hospitalized, and the system was explanted and replaced. Additionally, the electrode was replaced due to dislodgement. The electrode was not in the correct place on the x-ray imaging. No additional adverse patient effects were reported. The device is expected to return for analysis.